Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump shutting down. Subsequently, the customer experienced a blood glucose (bg) level ranging from 100 mg/dl to over 500 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer went to the emergency room on (B)(6) 2022 and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.